Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. B5. Corrected to further clarify the reported event. E1. Updated to include healthcare facility. H6. Corrected to include the impact codes of inadequate treatment and imaging required, and the device codes of charging problem and power problem. Block b3: exact date unknown, event occurred over the past year and a half prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial:(B)(6) batch: 5131419 UDI: (B)(4) additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5130605 UDI: (B)(4) investigation summary the implantable pulse generator (ipg) and leads were not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) the device history record (DHR) of all components confirmed that the device met all material, assembly and performance specifications. Labeling review a labeling review was performed for the ipg and leads and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to the investigation for all components.

Event description:
It was reported that the patient had her spinal cord stimulation (scs) system implanted 10 years ago and it worked well for several years. About two years ago, she started experiencing low coverage with her stimulator and was not able to successfully use the device and at this point, the stimulator will not turn on. The patient experienced low back pain during this time and tried taking analgesic pain medication as well as tylenol and gabapentin. Her pain was worse with standing, walking, lifting and bending, and she did get some relief when sitting. X ray imaging was performed, and it was noted that the patient has scoliosis. A surgical procedure was performed in which the implantable pulse generator (ipg) and leads were explanted and replaced. The patient was reported to be doing well after the procedure.

Event description:
It was reported that the patient experienced inadequate pain relief, and the implantable pulse generator (ipg) would no longer hold a charge. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year and a half prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc231750; model: sc-2317-50; serial: (B)(6); batch: 5131419/5130605.